Event description:
Customer called lfs in 2002 alleging that their meter would prompt the error 4 and error 2. Customer did not have any reportable symptoms. Customer obtained the reported error messages even after re-testing. No medical care beyond home treatment were reported. No adverse event or serious injury occurred. A used test strip may have caused the error 2 message or temporay or permanent electronic problems and the error 4 may have been due to a damaged test strip. Ccr walked customer through troubleshooting and replaced the meter due to unresolved issues.